Manufacturer narrative:
Based on the results of the investigation, fujifilm believes that the pb2020-m tip was damaged from contact with an edged surface. Fujifilm suspects the edged surface to be located either inside the forceps channel or on the forceps channel outlet of the robotic bronchoscope system, but a clear cause cannot be established. The pb2020-m operation manual contains the following cautions: slowly insert this product into an endoscope. Inserting it quickly or forcefully may cause damage to tissues in the body cavity, bleeding or perforation. (1.3.3). If it is difficult to insert this product through the instrument channel, do not push in forcibly. Doing so may damage this product or an endoscope. (4.1). If any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Fujifilm performed an initial investigation on the probe and noted that liquid paraffin may have leaked from the distal tip of the probe. The investigation is ongoing. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On (B)(6) 2021, fujifilm corporation was informed of an issue with its pb2020-m miniprobe. During a robotic bronchoscopy procedure, the probe appeared to be difficult to advance at times. However, the procedure was completed without requiring excessive force. The patient was unharmed, and no adverse event occurred. The probe had not been used prior to this procedure. Following the procedure, the miniprobe was inspected; blood was found inside the probe and a crack in the distal tip was observed.